Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain over 3 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "improper insertion of essure" and device difficult to use "first side went so badly". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage ("I was bleeding so much/hemorrhaging so much unable to see second tube to put the coil"), device dislocation ("one coil is missing"), allergy to metals ("nickel allergy"), procedural pain ("horrible pain after insertion "), vomiting ("almost threw up"), dysmenorrhoea ("pain during cycle") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, procedural haemorrhage, device dislocation, allergy to metals, procedural pain, vomiting, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, device dislocation, dysmenorrhoea, pelvic pain, procedural haemorrhage, procedural pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirming blockage of both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event improper essure insertion was added. Reporter was added. Fu5 & fu6 were processed together. On 23-mar-2020: social media received. Device removal was added. Reporter was added. Fu5 & fu6 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.